Event description:
A malfunction alarm was reported by a customer using a pump in sweden. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the faulty pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy.